Event description:
The information received from the affiliate indicated that during an endovascular interventional procedure, the physician noticed that the product's dimensions were 4 x 15 mm when the packaging for the palmaz blue stent indicated the dimensions were 4 x 12 mm. No information was available as to how the physician determined or measured the product dimensions. The product was not clinically used in the patient. Another device with the correct dimensions was used to complete the procedure successfully. There was no reported patient injury. Additional information regarding patient demographics as well as lesion information was requested, but was not available. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.